Event description:
The plaintiff's attorney alleged that the patient experienced cardiopulmonary arrest, cardiac arrest and subsequently expired the next day. It was also alleged that the event occurred due to the administration of the product during dialysis treatment.

Manufacturer narrative:
This is one of two device reports associated with this event.